Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl and insulin pump had multiple pump error. Customer¿s current blood glucose is 122 mg/dl. The customer reported that she had a low battery alert while she was sleeping, and had a power loss alarm. Troubleshooting was done for insulin pump errors. The insulin pump will not be returned for analysis.